Event description:
The customer reported an incorrect pt fluid removal. The excessive fluid removal was recorded as 218ml. The set fluid removal was 0ml. There were no pt consequences reported as a result of the reported event.